Event description:
The iab leaked. Blood was noted in the tubing. On 9/3/98, the following was reported to datascope: waveform strips were taken at noon and the balloon appeared to be fine. Ten mins later, the waveform was noted to be flat. The tubing was assessed and it was found to have blood in it. The pump was then turned off. There was no pt injury or complication as a result of the event. The pt was stable after the event. [Event complications]: unk-reported 8/28/98; none-rpt'd 9/3/98. [Pt's current status]: stable-rpt'd 9/3/98.